Event description:
Catheter sheared during revision. Tiny portion of the catheter explanted. Remainder of catheter remains in the intrathecal space. A supplemental medwatch will be filed when additional info is received.